Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection of lung, the surgeon tried to fire the device to the pulmonary parenchyma; however, a crack sound was heard and the handle could not be squeezed. The device was removed from the tissue. The device was replaced and the firing was completed. The sales rep checked the handle in question and noted the handle ran idle. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of segmental resection of lung, the surgeon tried to fire the device to the pulmonary parenchyma; however, a crack sound was heard and the handle could not be squeezed. The surgeon was able to press the green button. The device was removed from the tissue. The device was replaced and the firing was completed. The sales rep checked the handle in question and noted the handle ran idle. The status of the patient was reported as no problem.